Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: after swimming in a lake there is visible moisture in the pump under the screen and the keypad is unresponsive. No cracks on pump case. O-ring is not visible. Battery cap is not damaged, was changed 3 months ago. Keypad is not loose or peeling. Customer support recommended use of an alternate form of insulin delivery until the replacement pump arrives. There is no allegation of an adverse event related to this complaint. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: visible moisture was observed behind the display lens. The pump was found to be unresponsive. A leak test was performed and revealed a display lens leak. The pump was opened and moisture was present on all internal components as well as the printed circuit board. The issue of the unresponsive keypad buttons was not able to be tested due to the moisture in the pump.